Event description:
Consumer is not comfortable with the readings of their bd logic when comparing to their other meter. Analysis run on clark error grid using competitive reading (48) as a ref. Point vs. Bd readings (80) yielded data points in the d zone of the grid - outside acceptable limits.